Manufacturer narrative:
As no revision surgery was performed, no devices are available for evaluation. These devices are used for treatment. Primary surgical notes were provided. X-rays were not provided. The surgical notes do not state any anomalies or deviations during the procedure. The notes do not state if the leg was held in extension as the cement hardened. Compatibility of the components was reviewed with no issues found. A complaint history search found no other complaints for the reported part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). The following products were manufactured by zimmer (B)(4): catalog #42532007902, persona cemented tibial component, lot #62385682. Catalog #42540000035, persona all-poly patella, lot #62394481. Catalog #42521000611, persona cr articular surface, lot #62431408. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, swelling and difficulty bending, climbing stairs and walking long distances.